Manufacturer narrative:
A united states customer contacted siemens to report that one falsely elevated high-sensitivity troponin I (tnih) patient sample test result was generated on an advia centaur cp analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse verified the proper operation of the acid and base pumps, and verified probe alignments. The cse also replaced the peristaltic waste pump tubing. The operator recalibrated and ran quality controls (qc) with acceptable results. The analyzer is performing within to specifications. No further evaluation of this analyzer is needed.

Event description:
One falsely elevated high-sensitivity troponin I (tnih) patient sample test result was generated on an advia centaur cp analyzer. The initial result was reported to the physician(s). The same sample was repeated on the same analyzer and a corrected report was released to the physician(s). Two additional samples were taken from the patient and tested for tnih on the same analyzer. The test results matched the repeat of the initial sample. It is unknown if the secondary sample results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.